Event description:
It was reported that the device was presenting with force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. A crack was found top case. Force sensor bridge test error was found in pump event history log. Force sensor test error was unable to duplicate the reported problem. The root cause of the reported issue was not found due to unable to duplicate the issue. Actions were taken to mitigate the reported issue: replaced plunger assembly and force sensor. UDI information is unknown.